Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The 27mm watchman flx closure device was successfully implanted without complications and the patient was discharged home on dual antiplatelet (dapt) medication regime. A couple of days post procedure during a routine echocardiography check it was noted that the patient had developed a pericardial effusion. It was suspected that there was device damage as there appeared to be a disformed hook at the distal end of the device into the pericardium. The patient also developed endocarditis approximately two (2) weeks post implant and was subsequently placed on antibiotics to treat.

Manufacturer narrative:
Media evaluated by bsc training team, medical safety, and clinical specialists: media from the clinical procedure was provided. The media review report concluded: no indication of device fracture; appears to be an imaging artifact.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The 27mm watchman flx closure device was successfully implanted without complications and the patient was discharged home on dual antiplatelet (dapt) medication regime. A couple of days post procedure during a routine echocardiography check it was noted that the patient had developed a pericardial effusion. It was suspected that there was device damage as there appeared to be a disformed hook at the distal end of the device into the pericardium. The patient also developed endocarditis approximately two (2) weeks post implant and was subsequently placed on antibiotics to treat.